Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use and no pre-dilation was performed. A misload occurred during loading when the valve paddle was out of pocket. The misload was not due to a new valve loader. A new valve and delivery catheter system (dcs) were used to continue the procedure. When the team attempted to start deployment of the new valve, the capsule of the new dcs was not moving. The dcs was assessed and it was found that the end cap had separated. No procedural delay occurred. No adverse patient effects were reported.